Manufacturer narrative:
A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was failed. A technical support specialist restarted windows to resolve. The customer confirmed the barcode scanner lighted up when windows restarted. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 2000 barcode scanner was not lighting up and the user was unable to issue memantine 5 mg. The user also confirmed being unable to move forward or back, and the skip button was disabled. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.